Event description:
The customer reported that the unit shut down and alarmed while being set up for use on a patient. There was no patient involvement, therefore there was no patient harm. The hospital service technician confirmed a diagnostic code in the ventilator log history that indicated a power fail occurred. The service technician replaced the power switch to correct the problem.

Manufacturer narrative:
Na.